Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The adhesive separated from the infusion site (leg) causing the cannula to dislodge and leak. As treatment, a new pod was applied.